Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the electrosurgical knife wire fractured and fell into the patient's intestinal lumen during a during a therapeutic endoscopic submucosal dissection (esd). The device was not retrieved as it was determined that it would pass naturally and the procedure was prolonged greater than thirty minutes while the patient was under general anesthesia. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the completed investigation. The device was returned to olympus for inspection and the customer's reported issue was confirmed, the cutting knife was broken and the fractured part was burnt and melted. Based on the results of the investigation, the reported issue likely occurred due to the following: 1) due to the factor described below, spark discharge between the tissue and the cutting knife occurred during output activation. The output setting for activation was too high. ·the electrosurgical unit was used in the coagulation mode. ·the output activation time was too long. 2) spark discharge occurred, and the part of the cutting knife became hot instantly. As a result, the strength of the cutting knife decreased. Also, the cutting knife was scorched. 3) during tissue incision, a load was applied to the cutting knife which has the reduced strength. This might have caused the cutting knife to break. However, the exact cause of spark discharge generation could not be identified. Therefore, the root cause of the reported event could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.